Event description:
On (B)(6) 2008, the pt was implanted with an scs sys. On (B)(6) 2010, it was reported that the pt had to recharge his ipg daily. Every day the ipg displayed the low battery warning despite the pt fully charging the device. The ipg was replaced on (B)(6) 2010.

Manufacturer narrative:
Eval method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. The ipg was visually inspected and it was noted that the header seal was broken. Scratches and discoloration were also observed. The ipg passed communication testing but failed the auto test. Conclusion: the complaint regarding frequent recharging was confirmed. Based on calculations using the provided pt program parameters, the ipg would have to be recharged everyday. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.